Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that t-shot and found all the drawers were unresponsive. A field service engineer opened the electronics drawer, inspected and reseated all cables, ensured proper connections and cleared the compartment of any debris. The device was rebooted, which successfully resolved the issue. Random drawers and pockets were tested, and all were found to be operating correctly. No further issues were noted and user verified operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, system drawers were offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.